Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet device housing had separated at the seam, and the family temporarily secured it with tape until a replacement was arranged. Symptoms included no adverse clinical effects and no reported changes in blood glucose control. Outcomes included continued use without alarms and no medical intervention or hospitalization. Investigation included complaint intake, product replacement logistics, and return tracking for evaluation. Investigation of this device revealed a mechanical enclosure failure consistent with screen bezel or seam separation affecting the device casing without functional alarm activity. It was concluded that the cause was mechanical stress or wear of the device housing.